Manufacturer narrative:
(B)(4). Device wont be returned as it remains implanted in patient. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient presented with moderate pain on the left shoulder, which is possibly caused by the biowick device in which was implanted on (B)(6) of 2017.